Manufacturer narrative:
(B)(4). S/w ver. 4.11c retainer ring = black on (B)(6) 2021 the customer reported that the corner of the keypad overlay is peeling off and a crack on the battery compartment side. Insulin pump passed displacement test. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: keypad overlay peeling, cracked keypad overlay, missing display window cover, cracked battery tube threads, cracked case near the corner of belt clip rails, broken reservoir tube lip, cracked retainer ring, partially detached retainer ring. In summary, the customer¿s report of the corner of the keypad overlay is peeling off and a crack on the battery compartment side was confirmed during visual inspection. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.